Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via that the insulin pump alarmed for compromised force sensor system. The customer¿s blood glucose level was 218 mg/dl. Customer reported that the drive support cap was flush. Customer reported that while changing infusion set they received compromised forced sensor error alarm. Customer reported that during seating the force sensor did not detect the reservoir. The customer was advised that the insulin pump need to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.